Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad, unexpected restart alarm, time/clock, scrolling number display anomaly due to blank display. No constant tone alarm anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Customer blood glucose reading is 300 mg/dl. When customer inserted a new battery, unexpected restart alarmed. The customer treated their high blood glucose with manual injection and medical assistance was not necessary. Troubleshooting was performed. Customer also had button and blank display issue. The arrow button got stuck and buttons scrolls without any input. Customer was advised to observe the time clock and time advanced. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instructions. The insulin pump was returned for analysis.